Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the surgical intervention was undertaken wherein patient¿s entire system was explanted and two new leads were implanted. This addressed the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: it was reported that the patient experienced autoreducing and high impedances. Reprogramming was unable to provide resolution. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Corrected data: reference MFR. Report # was unintentionally omitted from the initial report. This report consists of missing information. The patient code was untentionally reported incorrect as (B)(4) in the initial report. This report consists of correct information.

Event description:
Device 1 of 4, reference MFR. Report #1627487-2017-06401. Reference MFR. Report #1627487-2017-06606. Reference MFR. Report #1627487-2017-06607.